Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope has a leak. The issue was found during an unknown procedure. Inspection and testing of the returned device found the forceps elevator has attached foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found the forceps elevator has foreign material, the grip is shaved, the air/water -cylinder has discoloration, the suction-cylinder has discoloration, the right/ left knob has a chip, the mouthpiece is loose, clogging of air/water -tube, damage on the nozzle, damage on the forceps cover, forceps lever does not move smoothly, the light guide-bundle has breakage, the objective lens has a scratch, the light guide lens has a crack, the connecting tube has a cut, there is corrosion around forceps elevator, and the universal cord has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained in the forceps elevator since reprocessing could not be completed due to leakage in the device. The event can be prevented by following the instructions for use which state: "instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the event." Olympus will continue to monitor field performance for this device.